Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of the new device, the physician decided to plug the atrial port and cap the existing atrial lead due to chronic atrial fibrillation. When the physician backed the atrial setscrew out, it was pulled of the header. The physician declined a new setscrew or to put the setscrew back in. A pin plug was put in the atrial port, but not secured with a setscrew. The physician felt there was enough friction to hold it in place. The device was implanted and remains in use. No patient complications have been reported as a result of this event.